Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 57 mg/dl. The customer stated that she was unresponsive when her husband found her. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer was told by her doctor that the insulin pump was "speeding up". The customer did not feel comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.